Event description:
The reporter's spouse did back to back blood glucose tests, using the same finger stick. The results were 220 and 175mg/dl. Reporter's spouse did not have any symptoms. Control testing was not done due to the unavailability of control solution. On follow-up, the reporter's meter is cleaned on a regular basis, and their technique of applying blood on strip is accurate. Reporter's spouse checks the back of strip to verify the confirmation dot. A control test using new solution was in range. No harm was alleged.